Event description:
The customer reported the generation of erroneously low patient results on their dxc 700 au clinical chemistry analyzer. The customer did not specify the affected analytes. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer and identified the probable cause as a defective degassing membrane. The fse replaced the degassing membrane to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).